Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to the identified torn silicone valve. However, a cause for the silicone valve tear could not be determined. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will be returning, but has not yet been received. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was inserted and advanced into the left atrium (la). After removing the dilator, it was observed the hemostatic valve was not working properly and air had entered the sgc. It was noted that additional aspiration was needed after the leak was detected. Due to the device malfunction, the physician decided to remove the sgc and replace it. One clip was then successfully implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.